Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Correction: h6.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the lead was sensing intermittently. An x-ray revealed the atrial lead had dislodged. The atrial lead was re-positioned and re-implanted on (B)(6) 2024. The patient was stable.